Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol marlex meshes (bard flat mesh) on (B)(6) 2011 and (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard flat mesh (device #3). An additional supplemental emdr and an emdr was submitted to represent the bard flat mesh (device #1) and bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol marlex meshes (bard flat mesh) on (B)(6) 2011 and (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient underwent surgical intervention for metastatic endometrial carcinoma in the left lower quadrant thereby underwent implant of bard flat mesh (device #1 & #2). (Note: no implant op notes were provided for this procedure.) (B)(6) 2012 - patient underwent surgical intervention for metastatic endometrial carcinoma in the left upper quadrant thereby underwent implant of bard flat mesh (device #3). Per op notes, "a large abdominal wall defect was identified, and a bard flat mesh (device #3) was placed and sutured." (B)(6) 2013 - patient was diagnosed with recurrent and persistent pain in the left upper quadrant and left subcostal region thereby underwent exploration of left upper quadrant and left subcostal region. (B)(6) 2014 - patient underwent surgical intervention for metastatic endometrial carcinoma in the right lower quadrant, adhesions thereby underwent lysis of adhesions and repair of abdominal wall defect with implant of biological mesh. Per op notes, "lysis of adhesions was performed in the bowel and underside of the previously placed mesh (device #1, #2 & #3). A biological mesh was placed and sutured."